Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to protruded loose drive support disk. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump was alarming during manual prime and insulin was squirting out. Customer's blood glucose was 300 mg/dl. Customer's mother was advised to disconnect the device from the customer. Customer did not drop or bump the device prior to the alarm. Customer's mother stated the drive support cap was protruded and was not press. Customer's mother was advised to discontinue use of the device and revert to back up plan. Alarm and possible causes were explained to customer's mother. No further information reported.